Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to insufficiency. An attempt was made to retrieve the device from the hosp pathology dept. No response back.